Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient¿s expiration cannot be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the right ventricular dysfunction cannot be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists death and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed severe right ventricular (rv) dysfunction that was not manageable without continuous inotrope infusion. Patient was not a candidate for transplant and chose to forego infusion. Pump operated as intended. Patient entered hospice where automated implantable cardioverter defibrillator (aicd) and pump were turned off and patient expired. No additional information was provided.